Manufacturer narrative:
Patient impact could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2015 - email, (B)(6) 2015 - email, (B)(6) 2015 - email. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit stopped ventilating during a case. No report of patient injury.